Event description:
Update rec'd 11/15/2013 - patient's operative records were received. Records indicate the patient's esr, crp, and white blood cell count were all elevated however nothing grew out of the hip aspirate. The decision was made to remove all implants and place another antibiotic spacer.

Event description:
Patient was revised to address peri-prosthetic fracture, osteolysis and poly wear. Loosening was also reported from fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made and records were received. From a medical perspective, based on the information available, the complaint is not product related. Prostalac implants are temporary only, as the initial operating surgeon noted. It appears the patient did not follow up to have the permanent components placed. The noted prostalac implants were in situ without revision for 17 years. The prostalac hip temporary prosthesis system has been designed to withstand approximately three months of protected weight bearing for a person being treated for infection of his/her total hip joint replacement prosthesis and is not intended as a permanent hip prosthesis implant. The patient is also a known IV drug user. It is stated in the essential product information that drug addiction places the patient at higher risk for failure of the temporary replacement. The root cause is off label/unapproved use. Product problem has not been identified. Based on the inability to identify root cause, the need for corrective action was not indicated.